Manufacturer narrative:
(B)(4). D10: item# sahtnem6; lot# 67198155. Item# 110031425; lot# 67366658. Item# sahtne00; lot# 66762720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left reverse tsa for cuff tear arthropathy approximately seven (7) months ago. Subsequently, the patient had a routine post-op course but then called the surgeon approximately four (4) weeks ago when they were driving their car and their shoulder spontaneously dislocated. Patient then went to the local ER the same day where a closed reduction was performed. Post-reduction CT scan shows a reduced humeral component with a dislodged and displaced poly bearing. Patient underwent a revision approximately nine (9) days after the closed reduction where the poly bearing and humeral tray were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d10; g1; g3; g6; h1; h2; h3; h6; h10 d10: item# 110031425; lot# 67366658 item# sahtne00; lot# 66762720 item# 115310; lot# j7872420 visual examination of the provided photos identified the explanted tray and bearing. The bearing item 110031424 shows signs of wear on the back side. The locking tabs appear to be intact. However, as the products were not returned, further analysis could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two ap radiographs of the left reverse shoulder total arthroplasty were reviewed. On the latter image, the glenosphere component appears to contact the humeral tray with no intervening radiolucent polyethylene component. This appearance could be to extreme polyethylene bearing wear, breakage or dislodgment. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.